Event description:
Information was received from a user facility via a medtronic representative regarding a fixed angle awl used in an unknown spinal therapy. It was reported that the tip of the instrument was broken. Tip broke after many usages. It has been used in prior surgeries/ procedure. There was no patient involved in this event. There were no further complications that were reported.

Manufacturer narrative:
H3: product analysis # (B)(4): part # 7080911, lot# dc09f118 visual and optical examination identified that the tip of the awl has been sheared off. The tip of the awl is bent from what appears to be bend stress overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.